Event description:
It was reported that an occlusion alarm occurred. It was reported occlusion alarms occurred. Reportedly, the customer does not cycle the cartridge. There was no adverse impact to customer¿s blood glucose level. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.